Manufacturer narrative:
Carefusion file identification: (B)(4) any additional information received from the customer will be included in a follow up report. The device was evaluated by a certified 3rd party service technician. The service technician was unable to duplicate the customers reported issue. During testing, the technician performed all tests using the customer¿s ac adapter. The ventilator passed the 40 minute battery duration test and the internal inspection does not reveal any abnormalities with the ventilator. (B)(4).

Event description:
The customer reported that the "unit won't recognize the external power, there is no green led for the external power." The customer reported that this incident occurred during their initial check off period and did not reach the patient; therefore there was no patient involvement/harm.